Manufacturer narrative:
Insulin pump received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there were pieces missing from the battery and reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. Customer also reported of being hospitalized. Customer was in the intensive care unit on (B)(6) 2016 with blood glucose of 137 mg/dl. Customer was under stress and could not drink water and was throwing up. Customer had diabetic ketoacidosis and was treated with insulin IV drip. Customer was also in the emergency room on (B)(6) 2016 with blood glucose in the 300 mg/dl. Customer was not able to control blood glucose levels. Customer was treated with fluids. Customer was wearing insulin pump at the time of call.